Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was poor cutting of the probe. The probe was replaced and the surgery was completed. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
For this complaint file, the final customer lot was identified. The product was released according to the product¿s acceptance criteria. A complaint lot history examination indicated there were no other complaints for the reported issue. One probe was returned for poor cutting. The probe complaint sample was visually examined using 25x magnification and deemed nonconforming. The needle has an obvious bend just above the stiffener sleeve. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was significant resistance felt when removing the inner cutter from the bent needle. There was approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is bent. No wear is present at the bend area. The actuation was retested after being disassembled and was deemed conforming. The complaint evaluation indicated the probe did not cut properly. The complaint evaluation does indicate the probe did initially actuate and function approximately 15 minutes and then stopped. It appears that the probe needle became bent. The bent needle caused the inner cutter to bend which impeded its movement within the outer needle. An acceptable actuation was able to be obtained when this resistance was removed by disassembling the probe. (B)(4).

Manufacturer narrative:
The root cause could not be determined by this investigation. (B)(4).